Manufacturer narrative:
Follow-up #1: date of submission 11/07/2013. Device evaluation:the device has been returned and evaluated by product analysis on 10/28/2013 with the following findings:the keypad was found to be intact; no damage was observed. During testing, the down arrow button was intermittently unresponsive. The up arrow, ok, and contrast buttons responded properly. The keypad was removed and evidence of contamination was found under the down arrow and contrast button contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow and contrast buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).